Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead failed to sense p waves. The ra lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. A complete lead was returned in one piece with all tines intact and undamaged. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies noted.